Manufacturer narrative:
Follow-up # 1: date of submission 4/12/2017. The device has been returned and evaluated by product analysis on 3/18/2017 with the following findings: during visual inspection of the pump, it was observed that the display lens was not scratched. Therefore the initial complaint was not duplicated during the investigation. The display was free of defects.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged there were scratches on the display and they were unable to read it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.